Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the product code of the complaint device? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an ileostomy closure procedure, when the doctor activated the ecs29, the instrument did not deliver a complete staple line. Some staples were missing. Sutures were used to complete the procedure.